Event description:
The customer reported the problematic key switch assembly resulted in a production of x-ray without command. There was pt involvement associated with this malfunction. There was no pt injury or death reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The key switch was replaced during the service call. The system was tested and found to be working as intended and put back into service.